Event description:
A patient was undergoing an umbilical hernia repair. It was reported that sparking was seen coming form the cord approximately 12 inches from the device. Three minor burns resulted, each measuring approximately 2mm.

Manufacturer narrative:
The incident occurred during an umbilical hernia repair. The cautery pencil had been plugged in for approximately 5-10 minutes. It had been used briefly one time. The surgeon reported that he looked down and saw sparking coming from the cord itself. This occurred approximately 12 inches from the device. The sparking took place on an area which touched the abdomen. Three burns to the patient resulted, measuring approximately 2 mm in diameter and were approximately 6 mm apart. Erythema was reported but no blistering or weeping. No surgical or medical intervention was provided to the burn. The patient was discharged after his procedure. The cord was inspected by the biomed staff at the facility and no visual defects in the cord could be found. They have retained the device and have not released it for evaluation. There was no information provided by the account which explains how the cord may have been compromised. The account did not believe there were any sharp objects in close proximity to the cord. A sample has not yet been returned for evaluation, so no corrective action can be determined. A follow up report will be filed once a sample is received and any required corrective action is determined.